Event description:
It has been reported that one bd¿ 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found deformed during use. The following has been provided by the initial reporter: it was reported the catheter would not separate from the needle and the catheter broke. Per emails: I had an incident tonight when placing an IV, the catheter wouldn't separate from the needle. I removed the catheter and the needle and there was a break in the catheter itself. One of the CT techs said something similar happened to her this week as well injuries or adverse event: no item: 382533 quantity affected: 1 bx lot number: 9193596 reported issue: per customer, had an incident tonight when placing an IV, the catheter wouldn't separate from the needle. I removed the catheter and the needle and there was a break in the catheter itself.

Manufacturer narrative:
Investigation summary: received 6 unopened units from lot number 9193596. The packaging is in good condition. The units were not the ¿actual unit¿ reported in the complaint event. A functional test was performed where the units all retracted as intended. The catheter tips were all found acceptable per specifications. Bd was unable to confirm or identify the reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. Conclusion(s): the root cause cannot be determined for an unconfirmed defect. ]

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found deformed during use. The following has been provided by the initial reporter: it was reported the catheter would not separate from the needle and the catheter broke. Per emails: I had an incident tonight when placing an IV, the catheter wouldn't separate from the needle. I removed the catheter and the needle and there was a break in the catheter itself. One of the CT techs said something similar happened to her this week as well injuries or adverse event: no. Item: 382533. Quantity affected: 1 bx. Lot number: 9193596. Reported issue: per customer, had an incident tonight when placing an IV, the catheter wouldn't separate from the needle. I removed the catheter and the needle and there was a break in the catheter itself.